Manufacturer narrative:
Section h1: correction. Sections b5, d4, h3, h4: additional information. Manufacturers investigation conclusion: analysis of the log files provided by the account confirmed the low speed events and associated low flow alarms. Although a specific cause for these events could not conclusively be determined, based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019. The log file captured low speed events on (B)(6) 2019, from (B)(6) 2019 through (B)(6) 2019 and on (B)(6) 2019 while the patient was supported by the power module. Low flow alarms were also observed during the low speed events. The pump ramped back up to its set speed without issue following the low speed event on (B)(6) 2019. The pump remained above the low speed limit for the remainder of the file and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also contain information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was on an ungrounded cable once the low speed alarms were noticed. An x-ray of the driveline was taken, but no damage could be observed. The patient's system controller was then switched and the patient was put on a normal patient cable on (B)(6) 2019. Initially a few low speed alarms triggered, but these alarms resolved and no more alarms triggered. The patient was reportedly on a normal patient cable with no additional alarms on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 10 months. The patient remains ongoing on lvad support with batteries and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that several low flow occurred with drops in pump speed. Reportedly, the alarm occurred when using the a/c cable. The patient is now using an unground patient cable and batteries only. No further low speed advisory nor low flow alarms have been noted. No adverse effects to the patient were reported. The analysis of the low file by the manufacturer's technical services noted low speed advisories and low speed hazards. These issues only appeared to be occurring while the lvad was connected to the power module. No additional information was provided.